Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130-this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer received pump error 130 several times. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify pump error 130 alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump and found in the detailed trace three pump error 53 alarm (file ID: 26, line ID: 2285) (variable = 02) first on 10/17/2024 at 21:04:14.000 and the second and third on 10/17/2024 at 22:29:16.000. Also, found multiple pump error 130 alarm in the pump history on 10/15/2024 from 02:21:16.000 until 19:09:46.000. Pump was cut open and corroded motor home switch during the visual inspection. The sc1 cap locks properly into the reservoir compartment. Pump received with pillowing keypad overlay and scratched case during the visual inspection. Critical pump error (open book image) alarm confirmed due to pump error 53 alarm. Pump error 53 alarm confirmed, problem isolated to the electronic assembly. Pump error 130 alarm confirmed multiple times in the pump history due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.